Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, poor image resolution, or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device being damaged, incomplete coaptation, and poor imaging appear to be related to procedural conditions (interaction during positioning of another clip, awful imaging windows, shadowing, physician inexperience). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. During the deployment of second mitraclip, first mitraclip had single leaflet device attachment(slda) from anterior leaflet. Per the physician, a clip to clip interaction possibly caused slda. Second mitraclip was successfully placed at anterior and posterior leaflet 2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 20 august 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. During the deployment of second mitraclip, first mitraclip had single leaflet device attachment(slda) from anterior leaflet. Per the physician, a clip-to-clip interaction possibly caused slda. Second mitraclip was successfully placed at anterior and posterior leaflet 2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.